Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was inaccurate. Customer's blood glucose was 109 mg/dl. Reportedly, the cartridge was reloaded and the pump fill estimate was accurate.